Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One i3 unit with accessories was returned. The power malfunction of the unit was determined to be because of damage to right angle extension cable. No incidence of sparking was observed when powered on using a test right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient electronic system would not turn on. It was confirmed that all cords were snug and straight, and the green light was lit on the power supply. The extension cord was noted to spark when touched. The unit was unplugged and replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.